Event description:
It was reported by the rep that the device was used during a diagnostic operative laparoscopy and partial right salpingo-oophorectomy. It was reported the stapler failed to fire. The rep contact said the reload from the device had been saved and left on his desk. He had no further details. The note no the package said that it did not fire. There was no consequence to the pt.